Event description:
A male pt's electrode belt was returned for an unrelated event. Upon service investigation the electrode belt failed a high pot test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed high pot test) has been confirmed. Upon service investigation the solder joint of the pulse wires within the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the open connection in the electrode belt. The pt received a replacement electrode belt.